Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, distal cap/ case cracked, distal tip annual maintenance, passed dry leak test, elevator body sticking, passed wet leak test, fluid invasion not observed in pve connector, video image has a white or red dot, umbilical cable single buckled under pve root brace, scope case damaged, light carrying bundle distal cover glass middle scratched, operation channel- primary mild resistance, fluid invasion not observed in control body. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. The duodenoscope was repaired including the following components and is pending final qc approval as of 21-oct-2019: distal case/cap, deflector operating wire, o-rings and seals.